Event description:
It was reported that during a tfn procedure, the surgeon had difficulty getting the blade to go through the nail. Surgeon removed blade and discovered that the locking mechanism was in the lock position. Surgeon adjusted the mechanism with a driver, reinserted the blade and procedure was completed successfully. The sales consultant noticed that the locking mechanism was in the down position out of the package. No adverse effect on patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
Procedure was reported to be trochanteric fixation nail (tfn).